Event description:
The device released metal shavings during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.